Manufacturer narrative:
The customer reported problem was not confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/16/2015 to present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported error code 810.9160/logic board issue. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported error code 810.9160/logic board issue. Npi.